Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing during recorded episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.